Event description:
The customer reported the image of the flex deflectable videoscope was noisy. The issue was found when preparing the scope for use in a therapeutic procedure. A similar device was used to complete the procedure. There was no patient harm, procedural delay, or injury reported. During device evaluation at olympus, it was found that image noise occurred and image was not displayed due to a damaged charged coupled device (ccd) unit and damage on the circuit board of the video plug section. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
In addition to the findings in b5, evaluation found the following: due to adhesive peeling between the objective lens and distal end water tightness was lost, due to deformation of the bending tube bending angle in up direction had exceeded the standard value, video connector had a crack, adhesive on the bending section cover rubber had a chip, and multiple parts of the scope were scratched and had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, phenomenon 1 "noise was generated and no image was displayed" and phenomenon 2 "the screen was black and no image was displayed" likely occurred due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken, which may have resulted in the subject event. The event can be detected/prevented by following the instructions for use which state: instructions, operation manual chapter 3 ¿preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the subject events as below. Olympus will continue to monitor field performance for this device.